Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a supraventricular tachycardia (svt) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and patient experienced a cardiac tamponade treated with a pericardiocentesis and admission into intensive care unit (ICU). After mapping (no ablation yet) with the smarttouch sf catheter in the right atrium, the decision was made to proceed transseptally in the left atrium. The patient had a small atrium, small fossa ovalis surrounded by thick tissue, making transseptal access difficult. It was unclear to the physician if a perforation had occurred. After advancing the carto vizigo¿ 8.5f bi-directional guiding sheath - small dilator into the left atrium, when attempting to advance the sheath over the dilator, the effusion surrounding the left ventricle was noticed on intracardiac echo (ice). Left ventricular cartosound contours had been acquired pre-transseptal, another contour was acquired when a drop in the patient's blood pressure was noticed, confirming fluid build-up around the left ventricle. A pericardiocentesis was performed. The patient was stable (still had rhythm) but was being prepared for transport to the operating room (or) for surgical intervention. The physician believed the issue occurred during transseptal using the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Additional information was received on 07-dec-2023. The patient did not go into surgery. Patient was stable and being transported to the intensive care unit (ICU) for further monitoring and care. Additional information received 08-dec-2023. A transseptal puncture was performed using the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. No error messages observed on the biosense webster equipment during the procedure. The outcome of the adverse event was that the patient improved. The patient required extended hospitalization.

Manufacturer narrative:
It was reported a patient underwent a supraventricular tachycardia (svt) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and patient experienced a cardiac tamponade treated with a pericardiocentesis and admission into intensive care unit (ICU). The investigation was completed on (B)(6) 2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed two bent marks in the shaft section. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The shaft condition could be related to the handling of the device during the shipping process; however, this cannot be conclusively determined at this time. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).